Event description:
It was reported that the patient checked into the hospital. The surface ECG showed venticular activity while in aai mode and atrial activity while in vvi mode. The patient had sick sinus syndrome with no heart block. The device was programmed to vvi mode.